Event description:
It was reported that 200 anesthesia 17gax18cm durasafe experienced volumetric accuracy issues which were noticed prior to use. The following information was provided by the initial reporter: according to the clinical use of medical staff, the transparency of syringe barrel body is insufficient, which is not conducive to the observation of the drug solution in the syringe.

Manufacturer narrative:
The following information has been updated: date received by manufacturer: (B)(6) 2019.

Manufacturer narrative:
Investigation: neither sample nor photo was returned. The sample was compared for the transparency of the returned sample with a bd syringe barrel. The bd retained sample was transparent and clear, the returned syringe was fuzzy and not transparent enough. It was concluded that this defect was not related to the manufacturing site. Master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection.

Event description:
It was reported that 200 anesthesia 17gax18cm durasafe experienced volumetric accuracy issues which were noticed prior to use. The following information was provided by the initial reporter: according to the clinical use of medical staff, the transparency of syringe barrel body is insufficient, which is not conducive to the observation of the drug solution in the syringe.

Manufacturer narrative:
The following information has been updated: date received by manufacturer: 2019-09-04.

Event description:
It was reported that 200 anesthesia 17gax18cm durasafe experienced volumetric accuracy issues which were noticed prior to use. The following information was provided by the initial reporter: according to the clinical use of medical staff, the transparency of syringe barrel body is insufficient, which is not conducive to the observation of the drug solution in the syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 200 anesthesia 17ga x 18 cm durasafe experienced volumetric accuracy issues which were noticed prior to use. The following information was provided by the initial reporter: according to the clinical use of medical staff, the transparency of syringe barrel body is insufficient, which is not conducive to the observation of the drug solution in the syringe.